Manufacturer narrative:
Visual examination of the returned device found the wire to be broken and separated from the dream end. Likewise, the broken section shows evidence of bending and torsion. The complaint was consistent with the reported event of corewire broken. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿

Event description:
It was reported to boston scientific corporation that a hydra jagwire¿ guidewire and a hurricane rx dilation balloon were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the guidewire broke into two pieces while the balloon was being removed along the guidewire. The location of the breakage was 50cm from the jagwire edge. No part of the guidewire detached into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. Event of core wire broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire¿ guidewire and a hurricane rx dilation balloon were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the guidewire broke into two pieces while the balloon was being removed along the guidewire. The location of the breakage was 50cm from the jagwire edge. No part of the guidewire detached into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."